Manufacturer narrative:
Terumo did not receive the actual device; however, customer and inventory samples were evaluated. Terumo's tubing supplier produces variation in their extrusion process. Tubing meets specification and passed durability testing; however, the variation accounts for the differences in wall thickness, kinking, and cloudiness that have been reported. The tubing supplier was using a high draw down ratio in conjunction with low temperatures, which caused cloudiness. Extrusion techniques caused variability in wall thickness. Collection methods caused tubing indentation. Terumo's tubing supplier has changed their manufacturing process to ensure limited variation in tubing production. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the tubing is cloudy and softer than their normal tubing. The product was not changed out, there was no blood loss, and surgery was completed successfully. Post-operative, bleeding did occur, but this is unrelated to the complaint. The event did not cause delay in surgical procedure. There was no pt harm.